Event description:
It was reported the device indicated on the screen "run", but a "no disposable, pump won't run" alarm went off. After the customer changed the cassette to another one, the alarm stopped. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Picture attached: four (4) pictures were attached. Pictures were reviewed. Results: picture one (1) show a cassette product in used conditions. Picture two (2) show the bag neck section from a flow stop cassette model. Picture three (3) show the front view of a cassette product. Picture four (4) show the top view of a cassette product. Samples received: sample received consist in one cassette product. Sample was received after use conditions, decontaminated and inside in a plastic bag. Visual inspection results: the sample has no damage, kinks or other defects. Accuracy test: the sample received were connected to a pump and to a balance mettler to look for unusual function. Results: the sample could be connected without problem and passed the delivery accuracy test. Functional testing: sample was filled with 100 ml of water; the sample was connected to a pump to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. A CAPA was opened to investigate the reported issue.